Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-apr-2024, it was reported that patient faced skin issue with three infusion set at product insertion site. Patient reported red swollen and itchy symptoms with skin at insertion site. Patiend had visited emergency room and admitted to hospital. No further information available.